Event description:
The user facility reported that simethicone infused water was being used for precleaning of the endoscopes, and there is concern that some residual simethicone may be in the endoscope channels. Additionally, the staff were not knowledgeable of the delayed reprocessing time, and not completing all the manual cleaning steps according to the instructions for use. There was no patient or user infection, or injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation to ensure it was functioning properly and that there was no damage done to the channels. The inspection and testing of the returned device found the scope labels were peeling due to wear. The insulation and plastic cover on the distal end had deep dents and scratches, due to physical stress caused by external forces. The edge of the light guide lens was chipped, due to shock caused by being dropped or hitting a hard surface. The adhesive rubber glue in the bending section was cracked, due to physical stress and chemical stress caused by the cleaning, disinfecting, and sterilization processes over time. The insertion tube and light guide tube had minor scratches, due to handling and use over time. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Date rec¿d by MFR: investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the user¿s understanding differed from olympus recommendation in device handling and reprocessing. The following is included in the instructions for use (IFU) and may have helped prevent the event: ¿precautions: an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ ¿some national or professional guidelines recommend using a detergent solution for precleaning. Consult with your hospital¿s infection control committee regarding use of the detergent solution. Do not apply lubricants to the aw channel cleaning adapter. Lubricants may cause malfunction of the aw channel cleaning adapter.¿ ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.¿ olympus will continue to monitor field performance for this device.